Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.